Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the stopcock manifold is not bonded to the set and air gets in the line. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) opened, used samples without packaging were returned for evaluation. All sets were functionally tested for leakage per specification and failed. Leakage was observed at the bonded joint between the third ultraport 4-way stopcock and the female luer lock connector, which caused air to enter the line during use as reported. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.